Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("suspeous pid"), uterine perforation ("perforation: cervix"), pelvic pain ("pain") and neuropathy peripheral ("neuropathy") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, gonorrhea, acute gonococcal infection of lower genitourinary tract, c-section (2010, 2012), yeast infection, anemia, mood swings, heart murmur, appendectomy and endometriosis. Previously administered products included for flank pain: tramadol; for tricomonal vaginitis: flagyl; for vomiting: zofran; for yeast infection: fluconazole; for an unreported indication: zithromax, celexa and mononessa. Concurrent conditions included vaginal infection, chest pain, dysuria and sciatica. Concomitant products included citalopram hydrobromide (celexa) since 2012, oxycocet (percocet) since 2013, pregabalin (lyrica) since 2014, tramadol since 2015 and zolpidem tartrate (ambien) since 2016 to june 2017. On (B)(6) 2012, the patient had essure inserted. In may 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia"). On (B)(6) 2012, 1 month 3 days after insertion of essure, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2015, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal) /spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vulvovaginitis ("bacterial vaginitis"), nausea ("nausea"), post-traumatic stress disorder ("ptsd"), cervicitis cystic ("mild chronic cystic cervicitis"), ovarian cyst ("numerous clear cysts on left ovary"), haematosalpinx ("hemorrhagic fallopian tubes"), arthralgia ("joint pain"), visual impairment ("vision") and abdominal pain lower ("abdominal pain lower"). The patient was treated with clindamycin, surgery (laparoscopic assisted vaginal hysterectomy with left salpingo-oophorectomy, bilateral salpingectomy), surgery (laparoscopic assisted vaginal hysterectomy with left salpingo-oophorectomy, bilateral salpingectomy) and surgery (underwent a hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, uterine perforation, neuropathy peripheral, menorrhagia, bacterial vulvovaginitis, headache, nausea, depression, anxiety, post-traumatic stress disorder, cervicitis cystic, ovarian cyst and haematosalpinx outcome was unknown, the pelvic pain and abdominal pain lower had not resolved, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, vaginal discharge and vaginal haemorrhage had resolved and the arthralgia and visual impairment was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bacterial vulvovaginitis, cervicitis cystic, depression, dysmenorrhoea, dyspareunia, haematosalpinx, headache, menorrhagia, menstrual disorder, migraine, nausea, neuropathy peripheral, ovarian cyst, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: beginning on or about june 2012, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. The essure device was placed in the left ostia per approved method with 5 coils visualized. Essure device placed in right ostia per approved method with 3 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-jul-2012: fallopian tubes were bilaterally occluded . Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: uterine perforation , menorrhagia, headache, depression, abdominal pain lower, pelvic inflammatory disease ". Most recent follow-up information incorporated above includes: on 19-mar-2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), headache, bacterial vaginitis, nausea, perforation:cervix, depression, anxiety, ptsd, mild chronic cystic cervicitis, numerous clear cyst on left, hemorrhagic fallopian tube, joint pain, vision, abdominal pain lower, neuropathy" were added. New reporter were added. Historical and concomitant conditions were added. Product explant date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("suspeous pid"), uterine perforation ("perforation: cervix"), pelvic pain ("pain") and neuropathy peripheral ("neurological conditions or problems type: neuropathy") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, gonorrhea, acute gonococcal infection of lower genitourinary tract, c-section (2010, 2012), yeast infection, anemia, mood swings, heart murmur, appendectomy and endometriosis. Previously administered products included for flank pain: tramadol; for trichomonal vaginitis: flagyl; for vomiting: zofran; for yeast infection: fluconazole; for an unreported indication: zithromax, celexa and mononessa. Concurrent conditions included vaginal infection, chest pain, dysuria, sciatica, vomiting, constipation, menses irregular, diarrhea, joint pain, irregular menstruation, pap smear abnormal, normal electroencephalogram and bipolar disorder. Concomitant products included cilest (sprintec), citalopram hydrobromide (celexa) since 2012, oxycocet (percocet) since 2013, pregabalin (lyrica) since 2014, sertraline (zoloft), tramadol since 2015, vilazodone hydrochloride (viibryd) and zolpidem tartrate (ambien) since 2016 to (B)(6) 2017. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal) /spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and arthralgia ("joint pain"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia/painful sex") and weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial infection ("infection (other) describe: constant bacterial infections"). In (B)(6) 2015, the patient experienced breast pain ("rashes or skin conditions type: breast pain") and rash ("rashes"). In (B)(6) 2015, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problem condition : depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision."). In (B)(6) 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), bacterial vulvovaginitis ("bacterial vaginitis"), post-traumatic stress disorder ("ptsd"), cervicitis cystic ("mild chronic cystic cervicitis"), ovarian cyst ("numerous clear cysts on left ovary"), haematosalpinx ("hemorrhagic fallopian tubes"), visual impairment ("vision"), abdominal pain lower ("abdominal pain lower") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with clindamycin, surgery (laparoscopic assisted vaginal hysterectomy with left salpingo-oophorectomy, bilateral salpingectomy,), surgery (laparoscopic assisted vaginal hysterectomy with left salpingo-oophorectomy, bilateral salpingectomy) and surgery (underwent a hysterectomy to remove essure,oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, uterine perforation, neuropathy peripheral, menorrhagia, bacterial vulvovaginitis, headache, depression, anxiety, post-traumatic stress disorder, cervicitis cystic, ovarian cyst, haematosalpinx, bacterial vaginosis, rash, endometriosis, fatigue and weight increased outcome was unknown, the pelvic pain, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, nausea, arthralgia, visual impairment, abdominal pain lower, urinary tract infection, bacterial infection, breast pain and vision blurred was resolving and the dysmenorrhoea, menstrual disorder, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bacterial infection, bacterial vaginosis, bacterial vulvovaginitis, breast pain, cervicitis cystic, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, haematosalpinx, headache, menorrhagia, menstrual disorder, migraine, nausea, neuropathy peripheral, ovarian cyst, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. The essure device was placed in the left ostia per approved method with 5 coils visualized. Essure device placed in right ostia per approved method with 3 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: fallopian tubes were bilaterally occluded pregnancy test - on an unknown date: negative (B)(6) 2017:x-ray chest: findings heart and mediastinum- heart size and pulmonary vasculature are within normal limits. Lungs- the lung fields are clear and without evidence of pneumonia, atelectasis or effusions. Osseous- thoracic spondylosis. Soft tissues- the visualized soft tissues are radiographically normal other- no additional findings. Impression- no acute cardiopulmonary process (B)(6) 2017: exam- cta chest pulmonary angiogram for evaluation for pulmonary embolus impression- 1. No evidence for pulmonary embolus. 2. 8 mm non-calcified solid left upper lobe pulmonary nodule. Consider pet/CT scan for further evaluation versus short interval follow-up CT in 3 months. 3. Right breast upper inner quadrant 1.4 cm nodule. Recommend follow-up ultrasound for further evaluation exam- chest one view findings- the trachea is midline with no deviation. The cardio-mediastinal silhouette is normal in size. The pulmonary vasculature is within normal limits. Lungs are well aerated with no consolidation or hyperinflation. No evidence of pleural effusions. Impression- no acute cardiopulmonary process what were the results of your essure confirmation test? Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: uterine perforation , menorrhagia, headache, depression, abdominal pain lower, pelvic inflammatory disease ". Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant medication added. Concomitant condition added. Following event : infection (bladder/ urinary tract/vaginal) type: uti, bacterial vaginosis, infection (other) describe: constant bacterial infections, rashes or skin conditions type: breast pain, rashes, reproductive system disorder or condition type of disorder or condition: endometriosis, vision/eye problems type: blurred vision, fatigue, weight gain/loss (specify which one)weight gain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('suspeous pid'), uterine perforation ('perforation: cervix / perforation (other): cervical tear'), uterine cervical laceration ('cervical perforation'), pelvic pain ('pain') and neuropathy peripheral ('neurological conditions or problems type: neuropathy') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gonorrhea, acute gonococcal infection of lower genitourinary tract, c-section (2010, 2012), yeast infection, anemia, mood swings, heart murmur, appendectomy, endometriosis, allergic rhinitis, maternal disorder nos affecting foetus, postpartum disorder, arthralgia multiple, bronchitis, dermatophytosis of groin, papilloma viral infection, keloid, pain in extremity, low grade squamous intraepithelial lesion and keloid scar. Previously administered products included for flank pain: tramadol; for tricomonal vaginitis: flagyl; for vomiting: zofran; for yeast infection: fluconazole; for an unreported indication: zithromax, mononessa, ortho micronor and celexa. Concurrent conditions included vaginal infection, chest pain, dysuria, sciatica, vomiting, constipation, menses irregular, diarrhea, joint pain, irregular menstruation, pap smear abnormal, body mass index normal, bipolar disorder, dermatophytosis of groin and perianal area and pelvic adhesions. Concomitant products included since 2012, ascorbic acid;cyanocobalamin;docusate sodium;ferrous gluconate;folic acid;iron pentacarbonyl (ferralet) since 2013, azithromycin (zithromax), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10) since 2014, cetirizine hydrochloride (cetirizine) since 2012, diclofenac potassium, dicycloverine hydrochloride (dicyclomine hcl), ethinylestradiol;norethisterone (ovcon-50), ethinylestradiol;norgestimate (mononessa), ethinylestradiol;norgestimate (sprintec), ferrous sulfate, fluconazole since 2012, ibuprofen (motrin), meloxicam since 2014, metronidazole (flagyl 250), minerals nos;vitamins nos (prenatal vitamins) since 2011, naproxen (naprosyn), norethisterone (ortho micronor) since 2011, oxycodone hydrochloride;paracetamol (percocet) since 2013, prednisolone since 2012, pregabalin (lyrica) since 2014, prolactine inhibitors since 2013, salbutamol sulfate (proair hfa) since 2011, sertraline hydrochloride (zoloft), thyrotrophin (thyroid stimulating hormone) since 2013, tobramycin (tobrex) since 2012, tramadol since 2015, vilazodone hydrochloride (viibryd) and zolpidem tartrate (ambien) since 2016 to (B)(6) 2017. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal) /spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and arthralgia ("joint pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), cervicitis cystic ("reproductive system disorder or condition type of disorder or condition: mild chronic cystic cervicitis"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: numerous clear cysts on left ovary"), haematosalpinx ("reproductive system disorder or condition type of disorder or condition: hemorrhagic fallopian tubes") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problem condition : depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia/painful sex") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial infection ("infection (other) describe: constant bacterial infections"). In (B)(6) 2015, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2015, the patient experienced breast pain ("rashes or skin conditions type: breast pain") and rash ("rashes"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision."). In (B)(6) 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine cervical laceration (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), post-traumatic stress disorder ("ptsd"), visual impairment ("vision"), abdominal pain lower ("abdominal pain lower"), bacterial vaginosis ("bacterial vaginosis"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus") and complication of device insertion ("cervical perforation during implant"). The patient was treated with celecoxib (celexa), clindamycin, ibuprofen and surgery (diagnostic laparoscopy: repair of cervical tear., laparoscopic assisted vaginal hysterectomy with left salpingo-oophorectomy, bilateral salpingectomy,, underwent a hysterectomy to remove essure,oophorectomy (one side removal of ovary) and vaginal hysterectomy with left salpingo-oophorectomy, bilateral salpingectomy/ repair cervical tear). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, uterine perforation, uterine cervical laceration, neuropathy peripheral, menorrhagia, bacterial vulvovaginitis, headache, depression, anxiety, post-traumatic stress disorder, cervicitis cystic, ovarian cyst, haematosalpinx, bacterial vaginosis, rash, endometriosis, fatigue, weight increased, alopecia, adenomyosis, uterine enlargement and complication of device insertion outcome was unknown, the pelvic pain, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, nausea, arthralgia, visual impairment, abdominal pain lower, urinary tract infection, bacterial infection, breast pain and vision blurred was resolving and the dysmenorrhoea, menstrual disorder, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, bacterial infection, bacterial vaginosis, bacterial vulvovaginitis, breast pain, cervicitis cystic, complication of device insertion, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, haematosalpinx, headache, menorrhagia, menstrual disorder, migraine, nausea, neuropathy peripheral, ovarian cyst, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, rash, urinary tract infection, uterine cervical laceration, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Plaintiff had sent to hospital to rule out any other signs of perforation of the uterus or the cervix and to rule out any bowel injuries and bladder injuries by doing cystoscopy and laparoscopy. The essure device was placed in the left ostia per approved method with 5 coils visualized. Essure device placed in right ostia per approved method with 3 coils visualized. In pfs is was reported that reproductive system disorder or condition type of disorder or condition: fimbrated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were bilaterally occluded. Pregnancy test - on an unknown date: results: negative. (B)(6) 2017: x-ray chest: findingsheart and mediastinum- heart size and pulmonary vasculature are within normal limits. Lungs- the lung fields are clear and without evidence of pneumonia, atelectasis or effusions. Osseous- thoracic spondylosis. Soft tissues- the visualized soft tissues are radiographically normal other- no additional findings. Impression- no acute cardiopulmonary process (B)(6) 2017: exam- cta chest pulmonary angiogram for evaluation for pulmonary embolus impression- 1. No evidence for pulmonary embolus. 2. 8 mm non-calcified solid left upper lobe pulmonary nodule. Consider pet/CT scan for further evaluation versus short interval follow-up CT in 3 months. 3. Right breast upper inner quadrant 1.4 cm nodule. Recommend follow-up ultrasound for further evaluation exam- chest one view findings- the trachea is midline with no deviation. The cardio-mediastinal silhouette is normal in size. The pulmonary vasculature is within normal limits. Lungs are well aerated with no consolidation or hyperinflation. No evidence of pleural effusions. Impression- no acute cardiopulmonary process what were the results of your essure confirmation test? Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: uterine perforation , menorrhagia, headache, depression, abdominal pain lower, pelvic inflammatory disease, rash, pelvic pain, endometriosis, back pain. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet received. Events per pfs: hair loss, adenomyosis and enlarged uterus , cervical tear and complication during insertion were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a hysterectomy to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: fallopian tubes were bilaterally occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('suspeous pid'), uterine perforation ('perforation: cervix / perforation (other): cervical tear'), uterine cervical laceration ('cervical perforation'), pelvic pain ('pain') and neuropathy peripheral ('neurological conditions or problems type: neuropathy') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gonorrhea, acute gonococcal infection of lower genitourinary tract, c-section (2010, 2012), yeast infection, anemia, mood swings, heart murmur, appendectomy, endometriosis, allergic rhinitis, maternal disorder nos affecting foetus, postpartum disorder, arthralgia multiple, bronchitis, dermatophytosis of groin, papilloma viral infection, keloid, pain in extremity, low grade squamous intraepithelial lesion and keloid scar. * (B)(6) 2017:x-ray chest: "findings heart" and mediastinum- heart size and pulmonary vasculature are within normal limits. Lungs- the lung fields are clear and without evidence of pneumonia, atelectasis or effusions. Osseous- thoracic spondylosis. Soft tissues- the visualized soft tissues are radiographically normal other- no additional findings. Impression- no acute cardiopulmonary process. (B)(6) 2017: exam- cta chest pulmonary angiogram for evaluation for pulmonary embolus impression- 1. No evidence for pulmonary embolus. 2. 8 mm non-calcified solid left upper lobe pulmonary nodule. Consider pet/CT scan for further evaluation versus short interval follow-up CT in 3 months. 3. Right breast upper inner quadrant 1.4 cm nodule. Recommend follow-up ultrasound for further evaluation. Exam- chest one view. Findings- the trachea is midline with no deviation. The cardio-mediastinal silhouette is normal in size. The pulmonary vasculature is within normal limits. Lungs are well aerated with no consolidation or hyperinflation. No evidence of pleural effusions. Impression- no acute cardiopulmonary process. What were the results of your essure confirmation test? Total bilateral occlusion. Previously administered products included for flank pain: tramadol; for "trichomonal" vaginitis: flagyl; for vomiting: zofran; for yeast infection: fluconazole; for an unreported indication: zithromax, mononessa, ortho micronor and celexa. Concurrent conditions included vaginal infection, chest pain, dysuria, sciatica, vomiting, constipation, menses irregular, diarrhea, joint pain, irregular menstruation, pap smear abnormal, body mass index normal, bipolar disorder, dermatophytosis of groin and perianal area and pelvic adhesions. Concomitant products included since 2012, azithromycin (zithromax), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10) since 2014, cetirizine hydrochloride (cetirizine) since 2012, diclofenac potassium, dicycloverine hydrochloride (dicyclomine hcl), ethinylestradiol;norethisterone (ovcon-50), ethinylestradiol;norgestimate (mononessa), ethinylestradiol;norgestimate (sprintec), ferrous sulfate, fluconazole since 2012, ibuprofen (motrin), meloxicam since 2014, metronidazole (flagyl 250), minerals nos;vitamins nos (prenatal vitamins) since 2011, naproxen (naprosyn), norethisterone (ortho micronor) since 2011, oxycodone hydrochloride;paracetamol (percocet) since 2013, prednisolone since 2012, pregabalin (lyrica) since 2014, prolactine inhibitors since 2013, salbutamol sulfate (proair hfa) since 2011, sertraline hydrochloride (zoloft), thyrotrophin (thyroid stimulating hormone) since 2013, tobramycin (tobrex) since 2012, tramadol since 2015, vilazodone hydrochloride (viibryd) and zolpidem tartrate (ambien) since 2016 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal) /spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and arthralgia ("joint pain"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), cervicitis cystic ("reproductive system disorder or condition type of disorder or condition: mild chronic cystic cervicitis"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: numerous clear cysts on left ovary"), haematosalpinx ("reproductive system disorder or condition type of disorder or condition: hemorrhagic fallopian tubes") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problem condition : depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia/painful sex") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial infection ("infection (other) describe: constant bacterial infections"). In (B)(6) 2015, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2015, the patient experienced breast pain ("rashes or skin conditions type: breast pain") and rash ("rashes"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision."). In (B)(6) 2017, the patient experienced neuropathy peripheral (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine cervical laceration (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), post-traumatic stress disorder ("ptsd"), visual impairment ("vision"), abdominal pain lower ("abdominal pain lower"), bacterial vaginosis ("bacterial vaginosis"), adenomyosis ("adenomyosis") and uterine enlargement ("enlarged uterus"). The patient was treated with celecoxib (celexa), clindamycin, ibuprofen and surgery (diagnostic laparoscopy: repair of cervical tear., laparoscopic assisted vaginal hysterectomy with left salpingo-oophorectomy, bilateral salpingectomy,, underwent a hysterectomy to remove essure,oophorectomy (one side removal of ovary) and vaginal hysterectomy with left salpingo-oophorectomy, bilateral salpingectomy/ repair cervical tear). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, uterine perforation, uterine cervical laceration, neuropathy peripheral, menorrhagia, bacterial vulvovaginitis, headache, depression, anxiety, post-traumatic stress disorder, cervicitis cystic, ovarian cyst, haematosalpinx, bacterial vaginosis, rash, endometriosis, fatigue, weight increased, alopecia, adenomyosis and uterine enlargement outcome was unknown, the pelvic pain, abdominal pain, back pain, dyspareunia, vaginal haemorrhage, nausea, arthralgia, visual impairment, abdominal pain lower, urinary tract infection, bacterial infection, breast pain and vision blurred was resolving and the dysmenorrhoea, menstrual disorder, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, bacterial infection, bacterial vaginosis, bacterial vulvovaginitis, breast pain, cervicitis cystic, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, haematosalpinx, headache, menorrhagia, menstrual disorder, migraine, nausea, neuropathy peripheral, ovarian cyst, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, rash, urinary tract infection, uterine cervical laceration, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Plaintiff had sent to hospital to rule out any other signs of perforation of the uterus or the cervix and to rule out any bowel injuries and bladder injuries by doing cystoscopy and laparoscopy. The essure device was placed in the left ostia per approved method with 5 coils visualized. Essure device placed in right ostia per approved method with 3 coils visualized. In pfs is was reported that reproductive system disorder or condition type of disorder or condition: "fimbriated". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: fallopian tubes were bilaterally occluded. Pregnancy test - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: uterine perforation , menorrhagia, headache, depression, abdominal pain lower, pelvic inflammatory disease, rash, pelvic pain, endometriosis, back pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a hysterectomy to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 10-nov-2017: reporter added event pain was added. Device category incident was removed from the event abdominal pain and kept for the event pelvic pain female. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.